Event description:
It was reported that when patient presented remote via merlin.net transmission, non-sustained right ventricular oversensing was observed. Analysis of egm session showed crosstalk. Recommended programming changes were made. No adverse consequence to the patient was reported.